Event description:
It was reported that during a da vinci pulmonary lobectomy surgical procedure, it was noted that the prograsp forceps instrument would not articulate, and when taken out of the patient, it was noted the cable was loose but not broken. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were frayed. The conductor wires were intact and undamaged, but the drive cable was frayed. One grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.